Event description:
It was reported that the patient has deceased due to acute cardiopulmonary arrest. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The device was returned due to patient¿s death. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Visual inspection of the epoxy header was performed, indicating an unusual appearance of the epoxy. Manufacturing investigation was also performed to assess the epoxy condition, which determined that this condition is acceptable and not problematic. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.